Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed crease smooth broken on anterior assessed as fold flaw opening.and missing piece of shell assessed as inconclusive. Additional observations: ¿ crease fold observed. Additional, changed, and/or corrected data: d1, d2, d4, d9, g4, h3, h6.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.